Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient was hospitalized due to numbness and tingling sensations in the toes. Further information is pending.

Manufacturer narrative:
It was reported that the patient is in the hospital for numbness and tingling in her toes. No intervention is planned at this time. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.